Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported higher than expected carbon dioxide readings. It was subsequently reported that the patient suffered neuro deficits and was transferred to a long term care facility.

Manufacturer narrative:
Gehc service representatives performed a checkout of the equipment. During the testing, no leaks were present when the tec 6 plus vaporizer was mounted properly on the cardiopulmonary anesthesia vaporizer bracket. A leak was observed when force was applied to the mounted vaporizer. Inspection of the equipment noted the bracket had worn/flattened o-rings and a deformed dzus spring. The root cause of the alleged event was determined to be a leak of the fresh gas between the tec 6 plus vaporizer and the cardiopulmonary anesthesia vaporizer bracket due to worn/flattened o-rings and a deformed dzus spring. Both of these items are part of the annual maintenance, as indicated in the user¿s reference manual. The hospital confirmed they are not performing the maintenance on the bracket (manufactured in 1996) as outlined in the manual.